Event description:
The customer reported an epo power failure error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported system. System operates as intended. (B) (4).